Event description:
It was reported that the tubing of an unspecified access set had a flow issue in the upstream portion of the IV (intravenous tubing) where the tubing was ¿bent and causing a narrowing¿ (between the solutions and pump at the point of the back check valve). It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.